Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a weeping rash underneath the ECG electrodes. A physician applied "duoactive" dressing to the wound. The patient's irritation improved.